Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose level was 400-670 mg/dl. The customer attempted to self-treat with a correction bolus via the pump and a supply change, but later went to the emergency room. The customer was treated intravenously with fluids of saline and insulin and was released from the emergency room on the same day with issue resolved and no permanent damage.